Manufacturer narrative:
Corrected data in section h6 (device code): 2983 (mechanical jam) replaces 2507 (incomplete coaptation).

Manufacturer narrative:
H11: additional narrative. The implant date is known only as 2018. Therefore, (B)(6)2018 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, this 81 years old patient with a valve model 6900p31c implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately 6 years due to grade iii regurgitation caused by restricted motion of leaflets leading to inadequate closure of leaflets. The issue was observed on echo. A 29mm transcatheter valve was implanted within the pre-existing surgical edwards valve with a good outcome.

Manufacturer narrative:
Updated section b5 (describe event or problem). H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, this 81 years old patient with a valve model 6900p31c implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years due to grade iii regurgitation caused by restricted motion of leaflets leading to inadequate closure of leaflets. The issue was observed on echo. A 29mm transcatheter valve was implanted within the pre-existing surgical edwards valve with a good outcome. The patient was noted as to be discharged home.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Leaflet immobility or restricted motion occurring over time has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis, which can result in significant regurgitation and/or stenosis. Of the potential root causes, there is no evidence that suggests endocarditis or thrombosis contributed to the valve dysfunction. The most likely to contribute to the valve dysfunction is svd and nsvd. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.